Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# va0rj2q, implanted: (B)(6) 2015, product type: lead. Product ID 3487a-56, lot# va0rj2q, implanted: (B)(6) 2015, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The health care professional from a clinical study reported after the patient was reprogrammed on (B)(6) 2015 for the first arm of the study where they were randomized to traditional stimulation they attempted to utilize only the cervical lead using adaptive stimulation and not use the two peripheral leads. The patient left the clinic feeling minimal pain. Later that evening the patient expressed having pain and frustration at the lack of coverage they were receiving. The patient had unbearable pain and felt like they were being shocked while moving their neck. The patient had to turn their device off. The next day they attempted to change the stimulation frequency parameters but the patient still had problems and again turned off their stimulator. The following day the health care provider decided to turn all leads on and do adaptive stimulation for all. At the same visit they were programmed for shuffle on for the next arm of the study. The etiology was noted as idiopathic. The patient went home happy and with full coverage on adaptive stimulation program with instructions not to switch to another program. Patient indication for use is chronic pain.